Event description:
It was reported that at follow-up, low sensing, low pacing impedance, and high capture threshold were noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.